Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a deployment issue occurred. A synergy ii stent was mentioned to have had a deployment issue. No patient complications were reported.